Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient's daughter originally indicated that the lifevest "burned [the patient's] back." Support services attempted to exchange the patient's electrode belt, but the patient's daughter then indicated that "they didn't think the electrode belt was the cause" and that "the pads were not hot." The patient's daughter further described the irritation as a rash. The patient's daughter reported that the rash was oozing and that the skin was peeling. The patient's physician prescribed the patient a cream for the skin. Follow-up indicated that the rash was improving. The patient ended use do to the rash.